Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met is specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 105 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 95% stenosed, 3mm long portion of the mid left anterior descending (mid lad). The physican treated the lesion with predilatation and successful placement of a taxus express2 2.50x8mm study stent. There were no reported complications. The patient was discharged the next day on plavix and aspirin. One hundred five days after the initial procedure, the patient required a tvr. The physician successfully placed a taxus express2 study stent of an unk size in the mid lad to treat in-stent restenosis. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.